Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet on multiple occasions. Customer resolved the issue each time by leaving the pump plugged into the power source. Replacement tandem-provided charging supplies were also sent to the customer to help address the issue. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.